Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call failed battery test alarm and battery out limit. Troubleshooting for battery out limit alarm was performed. Customer removed the battery from the device, the device alarmed battery out limit and customer was advised this was normal insulin pump behavior. Troubleshooting for the failed battery test alarm was performed. Customer was advised to make sure they use an energizer battery and to make sure the battery compartment is properly aligned with the insulin pump. Customer advised they would call back when they receive a fresh battery in order to complete the troubleshooting process.